Event description:
Restenosis was confirmed six months after pci. Pci was performed on this pt who presented for elective treatment of a 53% restenotic lesion after stent (of a competitor's stent) in the proximal rca of 3.59mm in length in an unknown vessel diameter. The (b2) concentric lesion was described as introitus and moderately calcified lesion. Intra-procedure medications included asa 100mg/day, heparin 5000 units, ticlopidine hydrochloride 200mg/day and warfarin potassium 2mg/day. The radial approach was chosen for the procedure and pre-dilation was conducted with a 3.5x15mm balloon at 6atm before deploying one 3.5x18mm cypher at 20atm. Ivus was conducted. Residual diameter stenosis measured 29%. Timi iii flows were recorded pre and post-procedure. Approximately six months later, the pt complained of chest pain. Cag was conducted and restenosis was observed inside of the implanted cypher. The stenosis level was 55%. The physician thought the cause of the chest pain was due to the aortic regurgitation. Therefore, no treatment was conducted. Approx four months later, pci was performed with a 2.75x10mm cutting balloon at 16atm. Residual diameter stenosis measured 25%. The chest pain improved but the physician could not concluded if the cause of the chest pain was due to the restenosis or aortic regurgitation.